Manufacturer narrative:
The referenced monitor was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during preparation for use, the back side of the monitor sparked. There were brown/charred marks near the rear vented area of the monitor. There was no injury to the patient or user.